Event description:
Customer reported the insulin pump alarmed button error. Customer stated that prior to alarm the device would only display customer blood glucose and would not clear. Customer's blood glucose was 211 mg/dl. Customer reported she was at the amusement park and it was 90 degrees, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).